Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders details were not crossing over. A technical support specialist (tss) reported that access to the application server was established, and a discharged patient record was identified. The tss confirmed that new patient data was not transferring and requested a sample case, which was unavailable at that time. The tss observed high database server memory usage and requested approval for a restart. The tss later confirmed that the issue was caused by the hospital network and information technology team resolved the connectivity issue and a restart was not required and closed the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients and orders details were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.